Manufacturer narrative:
Production process analysis: a review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. User (surgeon and patient) information analysis: patient #(B)(6) index surgery was performed on (B)(6) 2021. At the patient's one year followup xray images exhibited a broken rod. The surgeon said that the family noticed an increase in rib hump about three months there was no specific injury or event, but has felt crepitance for three months. The surgeon was unsure of sports frequency, but mentioned this was a normal active kid. After discussing with the family & patient, their wish is to replace the device. Surgery was scheduled for the revision. The plan was to revise to another apifix device and place a new screw at t7 to shorten the curve. On (B)(6) 2022 the patient was revised. The (op) screws originally at t5&t6 stayed in, and the surgeon added an op screw at t7. A new mid-c 125 (af-03-080-21) and extender (af-11-061-20) were used. They kept the original apifix screw, but opened a new nut. Caliper measured 135°, and kite angle: 10°. Risk assessment: reoperation events are a known risk that was assessed and recorded by the product risk management file. The risk of broken rod has been assessed and found to be acceptable the current implant breakage rate due to any reason is in line with the rate reported in the literature for this type of complication as described in the company's cer (clinical evaluation report). The risk has been quantified, characterized, and documented as acceptable within a full risk assessment. Conclusion: implant breakage can result from trauma, practicing severe sports, development of hyper-kyphosis, inserting the pedicle screws in a wrong trajectory, not working according to the surgical technique, and most commonly from the implant reaching its end of the way. Breakages were evident in 3 main regions, the implant base, the main rod, and the rod's connection to the poly-axial joint. The most common point of failure was the implant rod in implants reaching their maximal elongation. Per IFU (warnings and precautions) "patients implanted with the mid-c system should not participate in contact or severe sports such as weightlifting, tumbling, gymnastics, rowing, or other high-risk activities"; apifix cannot rule out that the patient's frequent sports activity could have contributed to the implant breakage. Apifix is closing this complaint, but will continue to monitor this 'failure mode'; complaint trending will continue to monitor per post marketing surveillance procedure. If any further relevant information is identified, the complaint file will be reopened and a supplemental medwatch will be filed.

Event description:
Patient #(B)(6) (pas #(B)(6)) index surgery was performed on (B)(6) 2021, the doctor saw the patient for his one year followup where xray images exhibited a broken rod. After discussing with the family & patient, their wish is to replace the device. Surgery is being scheduled for the revision.

Manufacturer narrative:
Return analysis: the explanted device was returned to orthopediatrics in (B)(6) and was subjected to cleaning, steam sterilizing, and engineering evaluation. No wear was observed on the spherical rings. The device was fractured near the mid-point of the pole. Wear on the end of the base and side of pole is consistent with the implant remaining implanted for some time post-fracture. The wear analysis portion of retrieval and analysis protocol was not conducted because the cause of failure was obviously fracture of the device.